Manufacturer narrative:
Device evaluated by MFR: the complaint device was not available for evaluation; therefore, product inspection could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2014-03430 and 2134265-2014-03432. It was reported that auto pullback was unable to be performed. The ilab motor drive unit was used in conjunction with an opticross coronary catheter intended to visualize the unspecified lesion. During percutaneous coronary intervention, auto pullback failure occurred when resistance was encountered between the outer sheath and the drive shaft. The device was exchanged with another of the same device then the procedure was completed without an issue. No patient complications were reported and the patient's status is good.